Event description:
It was reported that the patient had a loss of therapeutic effect. The device had been turned off. When it was turned back on, the patient felt a jolt down his arm and legs. The symptom control was back shortly after. The issue was considered resolved.

Manufacturer narrative:
Programmer model 7438 serial# (B)(4). Lead model 3389s-40 lot# v568687 implanted: (B)(6) 2011 explanted: na. (B)(4).